Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred after customer resumed insulin delivery with the pump. Customer "reattached" cartridge and insulin delivery was resumed. Customer's blood glucose ranged between 65-300 mg/dl. Customer could not recall further details.